Event description:
The pump was returned for investigation. Investigation revealed a force sensor that was out of calibration and damage to the force sensor assembly. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump did not recognize the cartridge during an attempted load step. The force sensor calibration was low and not within specifications. The pump case was removed, and the force sensor resistance was high and not within specifications. Contamination was found on the force sensor plate, and the force senor plate was also observed to be dimpled. (B)(6).